Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic module leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
During pm checks a getinge field service engineer (fse) found that unit failed pim test. Fse troubleshot and found the problem to the pim assembly. Fse removed and replaced pim assembly. Performed a full pm functional and calibration checks. Unit has passed all test and calibrations and is now ready for clinical use.